Event description:
It was reported the hand piece is being returned because the handle gets too hot to the touch after about 5 minutes of activation with a dissecting hook blade. There was no consequence to the patient.